Manufacturer narrative:
The investigation determined that imprecise phyt quality control results were obtained from the vitros 350 chemistry system. The customer has not provided any results from the recommended troubleshooting activities. The investigation was unable to determine a definitive root cause and the investigation is ongoing. Both the analyzer and the reagent could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer observed imprecise phenytoin quality control results using vitros chemistry products phyt slides on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)